Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-62 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During functional testing an f-62 alarm was identified. The cause was determined to be a damaged central processing unit board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.